Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the inspection it was found that the nozzle had foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the bending section cover had a scratch, the adhesive on the bending section had a chip, due to clogging of nozzle, water removal ability does not meet the standard value, the suction connector was dirty due to water leakage, the scope connector had discoloration, the connecting tube had a scratch, the universal cord had a scratch, and the protector of the universal cord on the suction connector side both had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an image abnormality. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.